Event description:
Customer reported the unit will not power on. The batteries have been replaced with a new supply. Customer reported no visible damage to the alarm. Customer did not know when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation did not confirm the reported issue that there is no power. Evaluation revealed that the unit powers up as it should. However, when the voice and tone were initially tested they played once, but when retested there was no tone sound after the voice played. No physical damages were found on the unit. Note: instructions for use states: after changing batteries, test the alarm for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm does not function properly, remove the alarm from service and replace it with a properly functioning alarm. (B)(4).